Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a high grade fever for 2 days, increased swelling, redness on the abdominal wound area, and large fluid collection overlying the pump on (B)(6) 2015. An ultrasound and x-rays were performed. The pump and catheter were then explanted due to infection on (B)(6) 2015. The cause of the infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.